Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a laser lithotripsy and stone extraction procedure, an ngage nitinol stone extractors became twisted on itself. The case was longer due to the number of stones that required removal. The basket was opened and closed more than average. The procedure was completed using the same type device from a different lot. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and a functional test of the device were conducted during the investigation. Two unused devices were returned in unopened packages along with the outer packaging of the complaint devices. The unused devices were opened and inspected. Both functioned as intended. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was received for this product lot. Although the two complaints were related, information provided by the user indicated the cause of the issue was related to the procedure and there was no indication of a device related issue that would indicate a possible issue with other devices from the lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product specification for the ngage nitinol stone extractor nge-022115 was reviewed. All extractors are 100% verified to assure the basket opens and closes properly. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which states the following: ¿suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place.¿ based on the available information, cook has concluded that the device issue was likely caused by a procedure-related issue. The procedure reportedly took longer than normal due to a large amount of stone removed; the devices were thus opened and closed more frequently than in an average procedure. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = surgical services buyer. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a laser lithotripsy and stone extraction procedure, an ngage nitinol stone extractors became twisted on itself. The case was longer due to the number of stones that required removal. The basket was opened and closed more than average. The procedure was completed using the same type device from a different lot. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.